Event description:
On (B)(6) 2025 the customer reported obtaining erroneous elevated troponin I (access accutni+3) results for twenty patients involving the laboratory's access 2 immunoassay analyzer (serial number s/n (B)(6)). The customer reported that four (4) patients had changed treatment due to the initial false high results. No further information regarding the change in treatment was provided. This report address the patient 3 on 4. No hardware errors or issues with other assays were reported in conjunction with this event. System check was performed (B)(6) 2025 and initially failed for unwashed %cv at 2.01 % (range 0.00 ¿ 2.00%). When repeated it passed within specifications. Calibration passed on (B)(6) 2025 with reagent lot 440416 and calibrator lot 440251. Quality control (qc) was passing within the laboratory¿s established ranges. There was no evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned results. The customer provided the following erroneous elevated patient results for six patient samples. The initial elevated results (pack lot 440416) were repeated on the same access 2 instrument using a different reagent pack lot (538618). -initial/rerun results (all units ng/ml): -patient 1: 0.71/0.01. -patient 2: 1.20/0.09. -patient 3: 0.58/0.00. -patient 4: 0.76/0.01. -patient 5: 0.95/0.00. -patient 6: 1.03/0.22. It is unknown which of the above patient results (if any) were connected to the patients with changed treatment. Sample tube collection type was 3 ml lithium heparin "vacuette" 13x75 tubes. The customer reported that the sample was centrifuged for 10 minutes at ~3659¿4000 rpm at room temperature. There was no report of sample integrity issues no further sample information was provided. The customer was advised to perform instrument verification which included system check and precision testing.

Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: available performance indicators at the time of the event such as passing system check and overall quality control performance within specifications did not indicate any issue with the system. ¿ the customer was advised to perform instrument verification which included system check and precision testing. The result of the precision test was a standard deviation of 0.002 ng/ml which is within the expected variability of the assay per the accu tni +3 instructions for use (</= 0.006 ng/ml). ¿ the issue was escalated to global product technical support (gpts) for discussion. Gpts advised the customer that the hstni assay is available for use and replaces the accutni +3 assay which will be obsolete when the customer¿s reagent expires at the end of october 2025. They also noted the importance of preanalytical sample handling and that it could potentially be why some patient samples saw false high values while others did not. ¿ the customer verified instrument performance, changed reagent lots and retested the samples. The customer is operational and does not require further contact. ¿ review of service max records shows that the customer did not report further concern. In conclusion, a cause for this event could not be determined with the information supplied. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event. Note: the customer reported change to patient treatment for four (4) patients based on the erroneous troponin I results. Four (4) medwatch reports will be generated to address customer reports of changes to patient treatment. This report address patient 3 on 4.